Event description:
It was reported that during a stenting treatment procedure, a device "broke." The lesion was located in an unspecified vessel. The physician was attempting to place a 2.25x24mm taxus liberte' atom stent in the lesion when the device broke. The procedure was completed with another device. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the taxus liberte sds with mounted stent was received with the product mandrel and protective stent tubing but no other original packaging. The mandrel and protective stent tubing were detached from the device. A separation of the device in the mid-shaft area was noted during unpackaging. The mid-shaft separation was approximately 2 mm from the guidewire exit port and exhibited a short, necked-down length on both sides of the fracture, which is an indication of separation due to tensile forces. The balloon was tightly folded and the stent was positioned appropriately between the markerbands. Microscopic inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing specification issues that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a device "broke." The lesion was located in an unspecified vessel. The physician was attempting to place a 2.25x24mm taxus liberte' atom stent in the lesion when the device broke. The procedure was completed with another device. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4)